Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 561 mg/dl; cause unknown. Customer administered a correction injection to address the bg. No further assistance was needed as the customer declined a supplies or system check.